Manufacturer narrative:
H6: investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n441385, s/n (B)(6) . No erroneous results was reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found no issues. The instrument worked without any issues and was handed over to the customer for use. This is an unconfirmed failure of a bd product as the issue was unable to be reproduced. Bd quality will continue to closely monitor for trends associated with this failure. Bd quality did not receive any returned materials for review. Review of device history record for ft5861 was completed and revealed that instrument passed all inspection tests and was released in good condition. Service history for ft5861 was reviewed and revealed no previous complaint for false positives . The root cause is unknown but may be attributed to the ambient temperature in the lab . Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged bottle was flagged positive. Confirmatory subcultures and microscopy were performed and the results for both were negative. The following information was provided by the initial reporter, translated from german to english: customer reports the suspicion of false positives. The instrument reports the bottle as positive. Subcultures and microscopy slides are then set up and the results for both were negative.

Manufacturer narrative:
Medical device expiration date: na. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged bottle was flagged positive. Confirmatory subcultures and microscopy were performed and the results for both were negative. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reports the suspicion of false positives. The instrument reports the bottle as positive. Subcultures and microscopy slides are then set up and the results for both were negative.